Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: broken striated on valve, non-penetrating nicks, observed void >1 mm in non-textured, valve-to shell-bond area, opening crease sharp on radius and opening striated on anterior. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. An opening crease sharp on radius due to fold flaw opening. A broken striated on valve due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.